Event description:
It was reported that during use of this arthroscopy tubing set, the pump went to high flow and the pressure jumped up. The surgeon noted swelling in the patient's joint and stopped using the pump and tubing. The fluid was manually compressed out by the surgeon. During trouble shooting, the tubing was changed out and the problem continued. The pump was changed out and the surgery was completed without further problems. There was no report of injury to the patient following completion of the surgery.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the tubing set was received for evaluation and the reported problem was confirmed. During testing, the flow increased on its own, but the pump alarmed before any pressure increase. A visual inspection of this tubing set found the balloon deflated and fluid in the pressure line. It is unknown if the customer performed a patency test prior to use of this tubing set. The instruction manual for the 87k pump warns the user: extravasation may occur if the pressure sensing system does not function properly. Always perform a patency test. Anytime the cassette lock handle is not in the fully "closed" position, close the lock handle and perform the patency test before attaching the balloon chamber to the patient cannula. Patency test: squeeze the balloon chamber while checking that the actual distention pressure shown on the control panel digital display or bar graph fluctuates. After you have observed pressure fluctuations, bend the balloon chamber between your thumb and index finger until the distention pressure reading increases to 70 mmhg or higher. Hold for 10 to 15 seconds. The pressure should not drop rapidly or by more than 5 mmhg. Release the balloon. Verify it reinflates. If the pressure drops more than 5 mmhg in step 2, or the balloon remains deflated in step 3, the pressure sensing system is not functioning properly, therefore, patency has not been established.